Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient encountered a power-on reset (por) message and that they were not feeling stimulation. The patient was able to clear the por message with their programmer resume therapy. The issue was considered resolved. No further complications were reported.